Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging a battery charge issue. The meter displayed the message "complete charge" but would not power on after recharge. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.